Event description:
The healthcare professional, via the manufacturer representative, reported the patient was implanted for dysuria. During the implant procedure, the lead could not be fully inserted into the implantable neurostimulator (ins). The physician tried many times, but failed. Impedances were measured and all combinations with electrode 0 were greater than 4,000 ohms. The other combinations ranged from 415-741 ohms. This was noted to be "too low, it may be snapped." No lead fractures were noted. The physician tried many times to insert "and dredge with needle and improve the voltage measurement resistance," but the lead could not be inserted to the "bottom" of the ins. Contact 0 could not be used for stimulation sensation. All the other contacts were working and stimulation could be felt. The ins remained in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that as of late (B)(6) 2016, stimulation was still on and having effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.